Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event and device information. However, neither the device specific lot number was provided nor was the concomitant product returned. Thus, a complaint investigation could not be performed. The reported, guide wire stuck difficulty could not be confirmed. As the concomitant device was not returned the device failure investigation could not be performed. In the absence of concomitant device a complete failure investigation could not be performed due to which the exact root cause could not be determined. Further investigation will be performed if the lot number of associated device is received.

Event description:
Report of the mozec ptca becoming stuck on the asahi sion blue guidewire. No information on lot number and/or the product codes provided. The user facility did not save the concomitant devices for evaluation. There was no adverse patient sequela reported.